Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient was experiencing swelling and redness, and the implantable neurostimulator would stick out since implant. The patient had met with the health care provider and manufacturer representatives about this and the health care provider told her that she just needed to give the swelling and redness time. In addition, she was experiencing burning and irritation starting a couple of months after she had the implantable neurostimulator (confirmed as 2010). This would happen if the stimulation was on or off, but she felt it more when the stimulation was off because the vibration wasn't masking the irritation. When she moved, she could feel it more. She noticed heat at the implantable neurostimulator site. They ended up replacing the implantable neurostimulator because of recharging issues, and she couldn't get it charged up. She had to charge it a lot. The patient noted that this started occurring about 2-3 years after having the implantable neurostimulator implanted. There were no further complications reported or anticipated.